Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a type 1 endoleak using ruby coils, a pod packing coil (podj), and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a ruby coil to the target vessel using the lantern; however, the physician determined the ruby coil was too large. Therefore, the ruby coil was removed intact. Subsequently, the same issue occurred with another ruby coil. Therefore, the ruby coil was also removed intact. Next, the physician advanced a podj to the target vessel using the lantern. While retracting the podj to reposition it, the podj unintentionally detached partially in the aneurysm and partially in the lantern. Therefore, the physician pushed the detached podj from the lantern into the aneurysm using a guidewire. The procedure was completed at this point as the vessel was completely occluded. There was no report of an adverse effect to the patient.